Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon mistakenly put in the wrong intraocular lens (iol) into the patient's right eye. He then removed the iol by cutting it out (during the same procedure) without any adverse reaction to the patient. The doctor proceeded to open up another iol to implant it; however, he saw a small hole in the patient's capsular bag. As he did not feel comfortable putting in a one piece iol, he proceeded to implant a 3 piece iol in the sulcus. The procedure was completed successfully with the 3 piece iol. The patient is doing well. The phacoemulsification machine used was not amo. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Product testing could not be performed because the product was not returned. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.